Manufacturer narrative:
A review of the manufacturing paperwork has been conducted; the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted in the patient and related to this event.

Event description:
In 2009, the patient presented with three aortic aneurysms: one in the distal arch, a descending aortic aneurysm, and an abdominal aortic aneurysm. The abdominal aortic aneurysm was previously repaired ten months prior. The descending aortic aneurysm was treated with two gore tag thoracic endoprostheses with the aneurysm in the distal arch being left untreated. The procedure ended without incident. The final angiography during the procedure showed no endoleak. The celiac artery, superior mesenteric artery, and renal artery all were patent. On event date, the patient expired due to accumulated blood in his chest cavity from what the physician believed was a rupture of one of the aneurysms. No autopsy was performed; therefore, it cannot be determined which of the thoracic aneurysms ruptured.